Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08950. It was noted that a guidewire tip detachment occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified proximal left circumflex artery. A 1.5mm burr and a rotawire were used for treatment. During procedure, ablation was done several times with a duration of 15 seconds each ablation. The physician attempted to replace the rotawire with a non bsc wire; however, the rotawire was observed to be wavy. Subsequently, the distal tip of the rotawire was noted to have detached. Snaring was successfully done to remove the detached tip of the rotawire. The procedure was completed with a different device. There were no patient complications noted and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device returned fractured in two sections of 326.9cm approximately the proximal section, and 4.0cm approximately the distal section and spring tip. Evidence of tension/torsion overload noted on both samples. Dimensional inspection was conducted and noted that both sections returned and the outer diameters measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08950. It was noted that a guidewire tip detachment occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified proximal left circumflex artery. A 1.5mm burr and a rotawire were used for treatment. During procedure, ablation was done several times with a duration of 15 seconds each ablation. The physician attempted to replace the rotawire with a non bsc wire; however, the rotawire was observed to be wavy. Subsequently, the distal tip of the rotawire was noted to have detached. Snaring was successfully done to remove the detached tip of the rotawire. The procedure was completed with a different device. There were no patient complications noted and the patient's condition was good.